Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the device and the unit exhibited damage that is consistent with a cutting but that was not fully seated and secured into the motor, and the application of excessive side load during use. The procedure foot and back post of the device had been drilled into, and the locking pawls of the motor were damaged in a manner consistent with them having been partially engaged as the motor rotated. It is likely that because the cutting bur had not been properly secured, the user applied excessive force which eventually caused the bur to fracture. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the us stating that the cutter snapped during a procedure after which the device would not work. The products were switched out and the case was finished. The device was used in surgery. There was no pt injury reported. It is unk if there was a delay in the surgical procedure due to the event. There was no add'l info provided.